Event description:
The reporter states, that he obtained the following blood glucose comparisons on the accu-chek advantage system: 461 mg/dl and 200 mg/dl; 456 mg/dl and 200 mg/dl; 426 mg/dl and 185 mg/dl. All aforementioned tests were obtained within 10 minutes. No reported action taken based on the results. No adverse event reported. New system sent and return requested.